Event description:
The facility reported a triple channel colleague pump that failed on channel b without an alarm during an infusion of epinephrine. The patient was undergoing an infusion and the nurses noticed a blood pressure drop, then noticed that channel b had stopped infusing. The sets were switched to a new pump, the infusion was restarted and the blood pressure stabilized. The reporter did not know the serial number of the pump at the time, but did state that they have it. The reporter did not know the specific date of the event so it was defaulted to the first of the month.

Manufacturer narrative:
The pump is not available for evaluation. The device has been requested, but has not been received. Should the pump received for evaluation, a follow up report will be filed upon completion of the evaluation, or if additional information becomes available. Co has made four attempts to contact the facility's clinical engineering department in to find out if the pump has been located, and no calls have been returned.